Manufacturer narrative:
Section a2: 56 years, year of birth: 1969. Section a3b, a4, a5 and a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H11 - additional info - possible causes for the observed event are: lens override happened because the lens inserter was dropped or technician preparing the device overfilled and dislodged the lens, or the rod pusher was advanced then pulled back and then advanced again. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of odyssey intraocular lens (iol) into patient's eye, surgeon observed under the microscope that a big chunk was taken out of the optic. The chunk was located "paracentral" near the center of the optic and toward the paracentesis. As a result, the surgeon cut the lens out and explanted it. The procedure was completed successfully with a backup lens of same model and diopter. Photos and video of the damaged iol were provided. There was no injury; however, it extended the surgery time for 15 minutes. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: no. Photographs and video were available for evaluation. Section d9: returned to manufacturer on: n/a, section h3: device evaluated by manufacturer: no. Photographs and video were evaluated. Device evaluation: the photos and video displayed the suspect lens inside the patient's eye. Two crack-like marks were observed on the lens. Due to no product received, no further evaluation could be performed. Conclusion: the complaint issue "iol torn" was not identified during photo and video evaluation. The observed "lens damaged" is similar to the reported complaint issue. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The product was released within specifications, and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.